Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a cored out hole in the right ventricular seal plug. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) and right ventricular (rv) leads from another manufacturer exhibited noise and oversensing leading to pacing inhibition. The noise was able to be reproduced with isometrics. Boston scientific technical services (ts) discussed decreasing sensitivity in the atrium and ventricle to increase pacing. The system was abandoned and a new system was implanted in the right side. The device was later explanted. No additional adverse patient effects were reported.